Manufacturer narrative:
Batch review performed on 13-jul-2023 lot 1908613: 79 items manufactured and released on 18-mar-2020. Expiration date: 2025-03-10. No anomalies found related to the problem. To date, 78 items of the same lot have been sold with no similar reported event during the period of review. Additional device involved batch review performed on 13-jul-2023 gmk-sphere 02.12.0212fr tibial insert fixed sphere flex size 2/12 mm r (k121416) lot 189036: 90 items manufactured and released on 20-feb-2019. Expiration date: 2024-02-10. No anomalies found related to the problem. To date, 68 items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta medical affairs director: at 3 years after primary cemented tka a revision is needed. The tibial tray is medially offset and possibly undersized, it eventually got loose. The femoral component was possibly in a flexed position, but it was stable and the surgeon decided to leave it in place. The causes for loosening may be related to the observations made above, listed in the product literature among the causes that may lead to early loosening of the implant.

Event description:
At about 3 years from the primary, revision surgery due to cemented tibial plate loosening. The surgeon revised the tibial tray and the insert (from 12 to 13 mm). Tibial components revised successfully.